Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor was extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. The analyst commented that it was apparent that when attempting to pull back the guidewire, it became ensnared with the distal and proximal conductors. This caused a distortion of the conductors. The distortion of the conductors caused the competitor guidewire to become stuck.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: ptca competitor guide wire (B)(6) 2013. (B)(4).

Event description:
It was reported that during attempted implant of the left ventricular (lv) lead and after it was placed, the guide wire which was still in the lead ended up being stuck and the entire lead had to be extracted from the coronary sinus (cs.) The lv lead was replaced with a new lead. No patient complications have been reported as a result of this event.